Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 5 failed. A field service engineer found that full height cubie drawer 5 experienced intermittent failures. The drawer was found to contain 75% vials filled with liquid, making it heavy. Additionally, an overfilled pocket in matrix drawer 6 was rubbing against drawer 5. The engineer rearranged the pocket contents to prevent interference and found abrasions on the top front panel of drawer 5. The front panels of drawers 5 and 6 were adjusted accordingly. The back lip of drawer 5 was found bent upwards, causing it to drag against the drawer enclosure. The engineer bent the lip down until it no longer interfered with the drawer¿s opening and closing, thereby resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 had failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.